Event description:
A biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis machine was experiencing an issue where it would not power on. The motherboard was replaced and the machine was able to be powered on. However, the biomed noticed a burning smell coming from the card cage. The biomed could not discern which board was producing the burning smell. The power logic board was replaced next, and when the machine was powered on smoke was seen coming from the power control board. The power supply assembly was replaced after this, and the machine started giving a heater relay error. After checking the troubleshooting guide, it was determined that the power logic board and the power control board had to be replaced at the same time. Replacing these parts together resolved the reported issue. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.